Manufacturer narrative:
Method: complaint history analysis, risk assessment, device history review. Results: there have been 6 complaints related to disassembly of the locking cap on the new design. The DHR for this device's batch was reviewed and no deviations related to this event were reported. In this case the surgeon was able to complete the surgery with another locking cap with no adverse consequences being reported. Conclusion: a thorough investigation could not be performed due to the unavailability of the implicated device. It is likely that an off axis alignment of the blocker on the tulip dovetail occurred since access was difficult and the anti-torque key was not used. In such a circumstance, it is possible that as the surgeon tried to lock the looking cap into screw tulip, one wing engaged the tulip head and the other wing did not. When applying add'l force the locking cap separated into the lower saddle and the upper press fit cap. The failure is believed to be a result of improper interaction during tightening with a locking cap not properly engaged in the tulip dovetail.

Event description:
During radius surgery, the surgeon did the final tightening without anti torque key because of interference of the muscle. When the final tightening, the locking cap broke and came off from the screw head. Then the surgeon used other new locking cap and finished the final tightening without problem.